Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy and stone removal for kidney stones and required removal of the stent. Stent 778426 had been in place for 10 days. During the procedure to remove the ureteral stent, it was discovered that the stent had encrustations (see photos), preventing its smooth removal. After clinical assessment, surgical intervention was chosen to remove the stent. The surgery was successfully completed, and the stent was successfully removed.